Manufacturer narrative:
(B)(4).

Event description:
It was reported that varying r-wave amplitude measurements, undersensing, and oversensing were observed. It was noted that the sensibility algorithm was causing the undersensing and oversensing. The patient was asymptomatic. No action was taken. The lead remain implanted.